Event description:
No additional information.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: both photos and three physical samples were provided to our quality team for investigation. Through visual inspection, particles are observed within the syringe. Characterization testing was performed and identified the particles are consistent with material from the vial stopper. A device history review was performed for reported lot 2310083, no deviations or non-conformances were identified during the manufacturing process. Six retained samples were used for additional information. All product was inspected and no particles or contamination was observed on the devices. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on our investigation, it was determined the particles extracted from the syringe are consistent with material from the vial stopper, therefore no root cause related to our product or manufacturing process can be identified at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material#: 300629 , batch#: 2310083. Our clinical site found white particles floating in the drug product after withdrawing the drug product from a vial with bd luer lock syringe and microlance 3 needle (see mages below). There were 6 observations of particles in syringes. This particulate is not drug or container (vial + stopper) related. It may be part for the needle/syringe system used for drug extraction from the vial. The particulate is white and thus most closely aligns with the adhesive used by bd to bond the needle to the needle hub of the bd microlance needle. No patient involvement. Additional info: 1. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. None. Particles in syringe detected before administration to patient. 2. Can you please provide an exact date of event in format dd-mmm-yyyy? 23-aug-2024, 30-aug-2024, 05-sep-2024. 3. Total number of occurrences only material#:300629? Six syringes contained white particles. Not able to determine which needle was used with each syringe. 4. Any sample available for investigation? If yes, are you able to provide the address of the facility for us to ship the return label? Six syringes without the needles are available. Can bd accept syringes filled with biologic drug product? Please send return label to xxxx 5. Whether white particles found in fluid path. Yes. Six syringes exhibited white particles in fluid path. Additional info: the medication is an investigational drug product (biologic) that is not a hazardous substance or mixture according to the globally harmonized system (ghs). See attached sds for details.